Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) level was 40 mg/dl. Customer consumed candy and juice and emergency services was called. Customer was treated with intravenous fluids of dextrose. Issue was resolved with no permanent damage. A replacement pump was sent to the customer for customer satisfaction and customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.